Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 556 mg/dl. The customer noticed damages to the transmitter. She believed her high blood glucose level was due to her sickness. She was vomiting and was nauseous. The customer treated her blood glucose level with a manual injection. The device was not returned.